Event description:
It was reported that during the 6947 lead implant procedure that there was coil separation noted during the procedure, thus a new lead was then placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) defib conductor distorted and blood was noted in the helix mechanism on visual inspection.